Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 300cc mentor memorygel breast implant (left) and a 425cc mentor memorygel breast implant (right) experienced left sided rupture post procedure and bilateral capsular contracture post procedure (baker grade unknown). The rupture was confirmed through magnetic resonance imaging. As a result, the device was explanted (B)(6) 2019. Excision of the dense fibrous capsule walls was performed during the revision surgery. The left sided rupture was reported initially under 1645337-2019-12577 on (B)(6) 2019. On (B)(6) 2019 mentor received additional information and initial awareness of bilateral capsular contracture. This report relates to the right prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6641108, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/8/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual evaluation of the sample no apparent damage was noted. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).